Event description:
It was reported that, during a tha, when a surgeon was reaming the patient acetabulum as per a surgical protocol, the 4520 guide loosened on the reamer shaft due to only vibration of power driver.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was not confirmed as the device was not available for evaluation. Device history review and complaint history review could not be performed because the lot ID was not provided. The exact cause of the event could not be determined because the device was not returned for analysis.

Event description:
It was reported that, during a tha, when a surgeon was reaming the patient acetabulum as per a surgical protocol, the 4520 guide loosened on the reamer shaft due to only vibration of power driver.